Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Event description:
It was reported that "7 may 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - balloon cuff" could not be confirmed based on the sample received. Only the two suction catheters, one y adapter, and both swivel connectors were returned. The et tube was not returned. Therefore, it could not be confirmed if there was a leak in the balloon cuff. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Without the et tube to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"on (B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."